Event description:
A customer contacted beckman coulter inc. (Bci) stating they got a "no response from hydro" error and wash concentrate leaked. No one was exposed and no injury was reported.

Manufacturer narrative:
Bci customer technical specialist (cts) recommended the use of ppe before troubleshooting. Cts had customer try homing again and the system resumed normal operation.